Manufacturer narrative:
(B)(4) follow up . Black specks were reported inside the needle covers. To support the investigation, one photograph was provided to the quality team for evaluation. The image depicts a needle assembly without a packaging blister. Dark colored specks are visible within the plastic shield and appear to be embedded. No additional defects or irregularities were observed. Embedded degraded resin of this nature typically occurs at startup or intermittently during the injection molding process, and the degraded material can break free and become incorporated into molded components. A device history record review was completed for material number 305165, lot 5029287. The review did not identify any quality issues detected during production of this lot that would likely contribute to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and the photographic sample evaluation, the condition reported by the customer is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that black specks inside the needle covers. Additional information: black specs almost look like mold unsure of exact substance. Inside plastic/wrapped needle.